Event description:
On (B)(6) 2025, a patient underwent the port placement procedure using the implantable port. On (B)(6) 2025, sometimes post a port placement, the catheter was allegedly disconnected from the implantable chamber. It was further reported that catheter was allegedly leaking by contrast opacification with complete ruptured and migrated to the right atrium. Reportedly, patient allegedly experienced pain, however, the current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter disconnection, fracture, leak and migration issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent the port placement procedure using the implantable port. On (B)(6) 2025, fifty-three days post a port placement, the catheter was allegedly disconnected from the implantable chamber. It was further reported that catheter was allegedly leaking by contrast opacification with complete ruptured and migrated to the right atrium. Reportedly, patient allegedly experienced pain, however, the current status of the patient was unknown.